Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10e04033 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer in the USA of cloudy peritoneal effluent and peritonitis in a male (age not reported) coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) and dianeal pd4 ultrabag (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient had fluid taken from stomach site, which was cloudy. Treatment for the peritonitis and the cloudy fluid was not reported. On (B)(6) 2011, the patient was hospitalized. At the time of this report, the patient was recovering from the peritonitis. Outcome for the cloudy peritoneal effluent was not reported. Dianeal therapies were ongoing. Concomitant medications were not reported. The consumer did not provide an opinion of causality.